Manufacturer narrative:
Combination product: yes. Upon receipt, the leads were returned for analysis. Siello t 60 ¿ sn (B)(6): the lead under complaint was found cut into several fragments. Extraction aids were found in the fragments; the lead was probably cut during the extraction procedure. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. The ring electrode was found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed increased threshold. Siello jt 53 ¿ sn (B)(6): the lead under complaint was found cut into several fragments. An extraction aid was found in the distal fragment; the lead was probably cut during the extraction procedure. The insulation of the lead tip was found damaged, which is assumed to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the conductor coil was found squeezed 36.5 and 40.5 cm proximal to the lead tip. These deformations probably occurred during the extraction due to mechanical stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this right atrial lead was explanted due to insulation damage. The associated right ventricular lead was explanted during the same procedure due to threshold rise.